Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery, lysis of adhesions, excision of chronic seroma anterior abdominal wall and placement of subcutaneous drain on (B)(6) 2012 during which the surgeon noted there was possible mesh at the margin of the hernia and a chronic seroma was excised. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the synthetic mesh was noted to be directly in the middle of the abscess cavity and there was a recurrent umbilical/incisional hernia in this area. The surrounding tissues were quite inflamed and it was felt that the entire abscess cavity needed to be excised to give her adequate closure. The fascia surrounding the abscess cavity was excised circumferentially including the previously placed mesh. It was reported that the patient experienced severe pain, swelling, bloating and difficulty breathing. No additional information was provided.